Event description:
A nurse reported that during vitrectomy surgery, the vitrectomy connector broke. The surgery was delayed 30 minutes while new connectors were installed. The procedure was completed with the same system. There was no harm to the pt.

Manufacturer narrative:
The customer called a company representative for assistance. The 'scissors' connector was used for immediate replacement. A new gray vitrectomy connector was then sent to the customer for replacement of the broken connector. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is not known. (B)(4).